Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for interstim - other. It was reported that patient's ins had stopped working and that it had not worked in a couple of years. Caller stated that patient was having difficulty with back pain and leg aches, and wondered if the implanted ins had anything to do with it. Furthermore, caller noted that prior to patient getting the ins, they were always sick and then when patient got the ins, it helped them. Now patient was like how they were prior to getting ins. No further complications reported.